Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was not provided at the time of the incident. Customer stated that they filled up the reservoir but was unable to remove the plunger rod. During troubleshooting, the customer was able to take the plunger off but it had a big air bubble. Customer had to replace the reservoir. The product will be returned for analysis

Manufacturer narrative:
Evaluated two opened and used reservoirs. Performed pre-fill reservoirs. Found reservoirs no occluded and no air bubbles anomalies when removing the plungers, performed manual test per appendix g and found plungers easy to release from stopper-plungers.